Manufacturer narrative:
Concomitant medical product: 407652 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead fractured and had an insulation breach. The rv lead was explanted and replaced. The patient is a participant in (B)(6) clinical study. No patient complications have been reported as a result of this event.